Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 600mg/dl. Customer reported insulin flow blocked alarm. The customer did not provided any information about the symptoms due to high blood glucose. It was unknown how the customer treated high blood glucose. It was unknown that the insulin pump was on auto mode at the time of incident or not. The customer will discontinue the use device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.